Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed a crack in the lens. The iol was explanted and exchanged during the original surgery session without further complication and without injury to the patient. The product has been retained and is being returned to rayner for evaluation. No product has been received by rayner to date. The rayone preloaded iol injection system use risk analysisidentifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, and cracked optic surface post injection due to dehydration of lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 102201301.

Event description:
On (B)(6) 2023, rayner received notification from its taiwan distributor of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that immediately following implantation a crack was observed in the lens necessitating explantation.